Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. Blood glucose level at the time of the incident was 339 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.